Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op follow-up, an increase in capture threshold was observed on the right ventricular lead. A chest x-ray revealed a perforation and lead dislodgement. The patient was asymptomatic and transferred to a different facility for lead revision. During a pre-op check on (B)(6) 2015, a loss of capture, decreased sensing, and increased impedance were also observed. Multiple repositioning attempts were made but acceptable electrical values could not be obtained. The lead was explanted and replaced. The patient was noted to be in stable condition following the procedure.